Event description:
The facility contacted with the vendor (B)(4) provide annual preventative maintenance (pm) and drug library upgrades. As the vendor completed the process on the pumps, they were redistributed to the bedside clinical teams. The clinicians identified an aberrant library in one of the pumps, this led to an investigation that identified faulty libraries in some of the pumps that had completed the pm and library upgrade process. The facility and the vendor have set all of the pumps back to the factory default settings and reinstalled the drug libraries. The vendor has taken responsibility for the missing step in the process of library upgrade in approx 10 % of the pumps. The vendor is continuing to investigate and provide a corrective action to prevent the error.